Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in this report. The history was download successfully using thump software. Unit passed the displacement test and self-test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery alarm during testing. Failed battery alarm found in the formatted history file on the event date and were expected: 03/22/2024 00:56:00.000 nm_low_battery_e (104) 03/22/2024 10:27:00.000 nm_change_battery_e (73) 03/22/2024 11:07:06.000 nm_battery_removed_e (84) 03/22/2024 11:08:27.000 nm_failed_batt_test_e (58) unit was cut/open and inspected and found no moisture damage found. Test reservoir/pcap lock properly inside the reservoir tube. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, missing display window/cover and pillowing keypad overlay. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place and the pump powered up properly. Not confirmed failed battery alarm medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple allegations on the device namely failed battery test, crack on the battery compartment and battery cap cracked/damaged. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and found crack on the battery compartment at the battery cap area. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884l was requested and customer response was the device will be returned.